Manufacturer narrative:
Programmer power reset could not be confirmed. The software was reconfigured as a preventative measure. The fan was found to be noisy and was replaced. The electrocardiogram (ECG) connector was found to be loose and was replaced. The display was calibrated, the software updated, and the programmer cleaned. The programmer passed final electrical safety, functional and systems testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer power reset multiple times, during a procedure. An alternate programmer was used to complete device programming. The programmer was returned for service. No patient complications have been reported as a result of this event.